Event description:
It was reported that the patient underwent generator replacement due to an infection. It was reported that the patient developed an infection following vns implant and that the infection was treated and the generator was replaced. It was reported that the infection was a result of the vns surgery.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.